Manufacturer narrative:
Additional information:the pump and all assessory equipment will not be returned. No lvad related issues were reported and a specific cause for the patient¿s expiration could not be determined. The patient was found deceased at home, however, the cause of death is unknown. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. An outcome was reported, which indicated that the patient expired. The vad coordinator reported that the patient was found deceased at home by the family and the cause of death is unknown. It is questionable whether an autopsy will be performed.

Event description:
Additional information:it was reported that the family still has all of the equipment but does not have the financial means to ship it back to the implanting center. The implanting center is trying to arrange shipment for the equipment.